Event description:
The reporter stated that the clock time of the device was inaccurate by 18 minutes. It was also reported that the device would not produce paper printouts. There was no report of any adverse patient impact. Note 1 for block a: no patient information was provided by the reporter.

Manufacturer narrative:
We have received the device (available remotely via telephone communication), but have not yet completed the investigation.